Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl. The customer stated that he noticed that his infusion set was not inserted. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.